Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel lightheaded. It was also reported that the patient believes that their implantable pulse generator (ipg) is pacing below it's programmed lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.